Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite video system center had abnormal network communication, b40 error code, and no image problem. The issue was found during preparation before use in an unknown diagnostic procedure. The facility rebooted the device and it returned to normal. The facility completed the intended procedure with the same device. There were no reported delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined, and the failure was not identified. In addiction error code b40 and complete video network error occurred. Olympus will continue to monitor field performance for this device.